Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; "faulty valve."

Event description:
Healthcare professional reported a left side deflation, left way worse than right, if you push on implant water comes out, and faulty valve. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ valve leak and/or damage/ delamination: delamination of the diaphragm valve assessed as adhesive failure. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional additionally reported "valve delaminated from shell".